Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered an inappropriate shock due to oversensing. It was determined that the shocking electrode on the right ventricular (rv) lead was damaged. Subsequently, a revision procedure was performed. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.